Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. A deformed outer coil approximately 30 cm from the terminal end was noted. Laboratory testing confirmed the field observation.

Event description:
Boston scientific received information that, during an right ventricular (rv) lead revision, this right atrial (ra) lead was found to have lead body damage. This lead was then explanted and returned for analysis. No additional adverse patient effects were reported.